Event description:
It was reported that the right atrial lead thresholds increased since implant and "fibrotic ingrowth" was noted on the helix. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the outer insulation was breached (clavicle-rib crush). There was blood/body fluid present on the proximal conductor (not obstructed). The outer insulation was breached cut and had a cosmetic depression. It was also noted that the helix/lobe was distorted/bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the outer insulation was breached (clavicle-rib crush). There was blood/body fluid present on the proximal conductor (not obstructed). The outer insulation was breached cut and had a cosmetic depression. It was also noted that the helix/lobe was distorted/bent.